Event description:
It was reported by dealer that the (B)(4) aerosol compressor is not working. Unit was plugged in while on the phone the unit made a rattle noise. No patient injury or property damage was reported. The dealer was able to replace for the patient on the spot.